Event description:
It was reported the patient was being transported, via van, while seated in a trsx5rc wheelchair. During the transport, one of the wheelchair wheels broke at a weld causing the patient to fall to the floor of the van. It took the patient's caretakers approximately one hour to get the patient up off the floor. As the patient has a previous multiple sclerosis diagnosis, she was taken to the nearest facility for evaluation. An x-ray of the patient's body found no injuries, however, the patient did complain of soreness.